Manufacturer narrative:
H10: it is unknown if the customer reprocessed the device in accordance with instructions for use prior to being returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. Also, based on the results of the investigation, a definitive root cause of the white foreign material in the auxiliary water channel could not be identified. The e315 error can be prevented by following the instructions for use which state: chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. The white foreign material in the auxiliary water channel could be detected by the handling the device in accordance with the following section of the instructions for use: inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had no image. The issue was found during reprocessing. The procedure was completed with the same set of equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: displayed error code e315 and white crystalized contamination (possibly simethicone) was identified in the auxiliary jet channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the adhesive on the distal end was lifting. The adhesive on the bending section cover was lifting. The insertion tube had delamination. The aspiration housing had its colored ring worn. The air/water housing had its colored ring worn. The suction connector had water leakage. The plug body had connectivity issues and was unable to connect. The electrical safety test failed and was not to specification. The plug body was dismantled, the moisture indicator has been triggered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.